Event description:
It was reported that the pulse generator were unable to interrogate and had non-magnet response. Programming changes were attempted but the generator was still unable to interrogate. The generator was replaced. No further information was available.

Manufacturer narrative:
The reported inability to communicate with the device was confirmed in the laboratory and was due to ID corruption. The device was tested on the bench and was able to interrogate without any anomaly when it was re-set. The cause of the code corruption could not be determined.